Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided. Per report, the cause of the aortic rupture was due to valve placement of heavy calcium and severely calcified bicuspid valve. In addition, the cause of death was right ventricle failure. The patient's annulus was reported as severely calcified.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture cannot be determined. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after deployment of a 29mm sapien 3 in the aortic position by transfemoral approach, the patient became hemodynamically unstable and an aortogram revealed an annular root rupture. The patient was placed on pump and open heart surgery was performed to repair the root. The valve was explanted and a surgical valve was implanted. The ascending aorta was repaired and a patch placed. The patient passed away at the end of surgery after they were taken off pump.